Event description:
It was reported that the ventilator generated an error code. No more information was available. There was no patient harm reported. Manufacturer's ref. #: 907116.

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-u. Corrected brand name: base unit servo-u. D4 - version or model # previous version or model #: servo-u. Corrected version or model #: 6694800.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. It was clarified that device generated technical error, which indicates that open lung tool (olt) abort was ignored and interruption failed. The software was updated to version 4.4, which resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error indicating olt abort ignored alarm shall be triggered if breathing does not abort an ongoing rm within 30±1 seconds after rm abort notification has been received by the monitoring subsystem. Evaluation of received device logs, confirmed the occurrence of the reported issue. The root cause of the technical error activation was determined as design as it is related to a bug in the software.

Event description:
Manufacturer's ref. #: (B)(4).